Manufacturer narrative:
Currently in process of evaluating.

Event description:
The v12 stent box 10mm x 59mm x 120cm was opened, the stent removed from the packaging and handed to the surgeon. On implantation the surgeon realized the stent was not an 8mm x 59mm x 120 mm. An incorrect stent was in the box. Product was then withdrawn and the surgeon requested the correct size stent.